Event description:
It was reported that the patient had their device explanted on (B)(6) 2012, due to an infection. Information about the type and location of the infection was not provided. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer; patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4) implanted: (B)(6) 2012, product type extension. (B)(4).